Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). The cause of the low bg level was unknown. Juice was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider. Reportedly the customer had manual injections as alternate insulin therapy.